Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced discomfort at the ipg site due to weight loss. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.